Event description:
Accidental device ingestion [accidental device ingestion] case description: on (B)(6) 2024 a spontaneous case was reported in korea (the republic of) by a pharmacist via phone. The report concerns a female consumer. The consumer received polident 5 min quick plus denture cleanser tablet (napc+potm+taed tablet) for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident 5 min quick plus denture cleanser tablet, the consumer experienced a medically significant (pt: accidental device ingestion) we just received a call from the dentist, informing us that a consumer accidentally swallowed the polident 5-minute quick plus cleanser we sold. The outcome of the event (pt: accidental device ingestion) we just received a call from the dentist, informing us that a consumer accidentally swallowed the polident 5-minute quick plus cleanser we sold was unknown. No medical history was reported. No drug history was reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The action(s) taken were: for polident 5 min quick plus denture cleanser tablet was unknown. Case product: polident 5 min quick plus denture cleanser tablet device MFR number: the causality assessment between the drug, device and the event was not reported. The dechallenge result was unknown and rechallenge result was not applicable. The reporter provided the following comment: "I am a pharmacist at (redacted). We just received a call from the dentist, informing us that a consumer accidentally swallowed the polident 5 minute quick plus cleanser we sold. How can I determine what to do? I am personally interested in this matter, so I will contact the dentist to obtain updated information please feel free to give me a follow-up call".

Manufacturer narrative:
Veeva case: (B)(4).